Manufacturer narrative:
The reported events were dislodgement and extra cardiac stimulation. The double bend height was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in clinic due to discomfort, from extra cardiac stimulation due to dislodgement on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. The patient was in stable condition.